Manufacturer narrative:
Additional information: a3, d9, h3, h6 and h10. H10: the actual device and 8 retained samples was received for evaluation. A visual inspection showed a gap in the connection of the venous dialyzer connector. The reported condition was verified. The cause is most probably assembly related. Evaluation of the eight retained samples met the quality acceptance criteria. The cause was attributable to the manufacturing and assembling process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that following thirty to forty minutes of treatment, an external blood leak originated from the ¿bottom of the loop where the line reconnects to the set' of a gambro cart access site prime. Treatment was restarted with a new machine and set of disposables after treatment was stopped for approximately ten (10) to fifteen (15) minutes and was completed without an issue. There was no patient injury or medical intervention associated with this event. No additional information is available.